Event description:
Event was reported to caldera medical by an attorney. The patient experienced embarrassment, pain, infections, bleeding, dyspareunia, urinary problems, bowel problems, neuromuscular problems and this all affects my activity level. No further information has been provided.